Event description:
Additional information received reported the patient¿s implantable pulse generator (ipg) was replaced/revised on 2015-(B)(6). As of 2015-05-26 the patient¿s stimulation was working well for their bilateral extremities.

Event description:
It was reported that the patient had discomfort and pain at the implantable neurostimulator (ins) site and the ins moved. The cause of the pain and ins movement was unknown. The patient had continued pain in their left foot and had been under the care of a different doctor for possible vascular complications of the left lower extremity. This was noted to be the patient's medical history. There had been discussions of possible amputation and the patient's primary doctor told them the device needed to be removed. The patient¿s other doctor did not think the device needed to be removed so they were going to schedule a battery replacement and revision of the battery pocket instead. At the time of the report the patient's battery was discharged and not able to be interrogated or reprogrammed. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 39286-65, serial# (B)(4), implanted: 2013-(B)(6), product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).